Event description:
It was reported that the head did not fit on the stem. A new head was opened and fit properly.

Manufacturer narrative:
This report will be amended when our investigation is complete.